Event description:
One of the lens haptics was found bent upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was received positioned incorrectly in the open carrier with visible dried solution on the lens optic. Visual inspection found bother haptics bent. Due to the conditions in which the lens was received, the cause for the malfunction cannot be determined.